Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "a speaker failure was found after the return of the monitor from the philips bench." It is unclear if the device was used for monitoring at the time of the alleged malfunction. There was no patient involvement reported and no report of any patient or user harm.

Event description:
The customer reports that the loudspeaker is not working. There was no report of any adverse patient impact. No patient or user harm was reported.